Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured saccular aneurysm in the left internal carotid artery (ica) with a maximum diameter of 10 millimeters and a neck diameter of 6 millimeters, there was an issue with the non-detachment of the framing coil fc-10-40-3d. The physician attempted to detach the coil twice using the instant detacher and also made two manual attempts via hypotube, but the coil did not detach. The coil was subsequently removed, and another coil was inserted. There was no issue with the instant detacher. The devices were prepared according to the instructions for use (IFU). The patient's blood flow was normal, and the vessel tortuosity was moderate. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Ancillary devices: headway17 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the event was not identified. Prior to the coil non-detachment, there was no problem identified. There was no pushwire damage observed after removal from the patient. This information was confirmed with the physician.